Manufacturer narrative:
(B)(4). Date of event corrected to (B)(6) 2017. The customer returned the product lid stock and a single unraveled guide wire for evaluation. No other components were returned. The guide wire showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was exposed out of the coil wire but retained its j shape. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation indicating a break adjacent to the weld. Both welds were present and appeared full and spherical. The core wire was observed to be attached to the proximal weld through the coil wire. The major kinks in the guide wire body were measured at 18, 130 and 490 cm from the proximal tip. The broken core wire measured 685 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire was measured and was found to be within specification. The undamaged proximal end of the guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide unraveled during insertion.

Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. A similar device is sold in the us.

Event description:
The customer alleges that the spring wire guide unraveled during insertion.